Event description:
The customer called technical support (ts) reporting that during preventative maintenance it was observed that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. The resistance measurements and resistance ratio tests passed. The reported complaint of touchscreen failed was not duplicated. There is no fault found on this returned touchscreen assembly.